Event description:
It was reported that one 2.7/3.5mm variable angle (va) - locking compression plate (lcp) anterolateral distal tibia pl/6 plate broke. The fracture was in non-union state. Original implant date was unknown. A revision surgery was completed on (B)(6) 2014 to explant the broken plate. Patient was revised with one 2.7/3.5mm va-lcp antero lateral distal tibia pl/6 plate. Also, reported was 2(3.5 cortex screws), 1(3.5 locking screws) and 5(unknown screws) were removed either intact or broken. One fragment were generated from the broken plate, and left in the patient. Surgery was completed successfully without any surgical delay and patient status/outcome was good. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history record (DHR) revealed no complaint related anomalies. The device history record shows this lot of va-lcp anterolateral distal tibia plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. The complaint determined to be not confirmed based on the DHR review only. No device was returned for dimensional inspection. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.